Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 2.4, lab: 1.7. Did lab test within 1 hour of meter test. Therapeutic range is 1.5-2.0; doctor relied on lab test and did not change coumadin dosage.

Manufacturer narrative:
Investigation pending.